Manufacturer narrative:
Actual device was returned for evaluation. Device evaluation confirmed dilator breakage. Internal investigation identified cause of dilator breakage as supplier related. Unannounced supplier process adjustments led to weakening of the dilator tapered tip in a portion of units, isolated to a single lot of dilators components. Lot number from this event was impacted by affected units.

Event description:
It was reported that during advancement of an introducer system, a fragment of the dilator broke and detached from the system. The device was being used in conjunction with a secondary procedure to treat a type ia endoleak caused by migration of a competitor¿s stent graft in severely angulated anatomy. Reportedly, the physician elected to perform an endovascular repair using proximal extensions. An introducer system (sheath and dilator) was placed over a super-stiff guidewire and the first proximal extension was introduced and deployed. Due to limited overlap between the devices, the physician elected to introduce a balloon expandable stent through the introducer sheath. However, after initially advancement of the stent, the physician realized that the extension and competitor¿s device had slightly separated. In response, the physician decided not to deploy the stent and retracted the introducer sheath containing the stent. A second introducer system was opened and advanced with the dilator in place; however, the introducer would not make the turn in the devices. Several attempts were made to introduce the device, but it continually met resistance at the significant curvature in the device-aorta interface. Although the sheath/dilator was over a super-stiff guidewire, the distal tip of the dilator was seen outside the stent cage on fluoroscopy. It was realized that the tapered section of the dilator had separated. A snare was introduced over the guidewire and the separated segment was successfully retrieved. The dilator and sheath were removed and a third introducer system was introduced without difficulty. The second proximal extension was placed successfully, although the extension delivery system did get caught on the flow divider of the competitor device in a highly angulated area. At that time, the physician and the anesthesiologist recognized aortic perforation and blood loss, requiring administration of blood products. Because the patient was becoming hypotensive, the decision was made to convert to open repair. Due to the need to initiate the open repair quickly, the physician elected to over-rotate the delivery system to break the inner core, and removed it during the open repair. The patient tolerated the procedure, and was reportedly discharged from the hospital five days post-procedure in good condition.